Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, g.2, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported partial valve delamination from shell and creases.

Event description:
Patient reported left side deflation. Healthcare professional later reported partial valve delamination from shell and creases. Device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified; creases flat, white particles in the shell and delamination (80%). Leak test and microscopic analysis was performed which identified, delamination of the total valve. Based on the device analysis the final assessment is: a delamination partial of the valve (cohesive failure) creases/folding are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: h3 h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.